Event description:
Customer reported that the insulin pump returned an error alarm during priming. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the prime, displacement and basic occlusion test. No alarm was noted for a loose drive support disk. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.